Event description:
It was reported to philips that the system propellor geometry movement was not available to 123 degrees. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the patient was moved to another room. A philips field service engineer (fse) visited the site and checked log file, but no related errors were found. The fse solved the issue by performing the beam propeller potentiometer adjustment. After this service action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.